Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose of 519 mg/dl and was not sure why. Customer's blood glucose did lower to 140 mg/dl. Customer treated high with the insulin pump only. Customer symptoms were dry mouth, and checked for ketones. The drive support cap appeared to be normal. Customer disconnected from quick release. No air, leaks, or damage noted. Manual prime was performed, insulin did exit. Setting on the device were correct on a low reservoir alarm was noted on the device. Customer did not have a tubing clamp to perform high pressure test. No further information reported.